Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, loss of capture, high pacing impedance and decrease in sensing was observed on the right ventricular (rv) lead. The physician suspected lead damage to be the cause of the event. Lead provocation testing was performed and the electrical anomalies were not reproducible. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.